Event description:
It was reported that during an ipg replacement on (B)(6) 2024, the physician was unable to remove the lead and opted to cut the lead. A fragment of the remains implanted, and additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). The ipg was explanted and replaced due to patient¿s ipg becoming inoperable. The lead was explanted and replaced due to high impedance. The paddle lead was cut, and a portion remains in place as physician was unable to remove it due to scar tissue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an ipg replacement on (B)(6) 2024, the physician was unable to remove the lead and opted to cut the lead. A fragment of the lead remains implanted, and additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data. B5 - describe event or problem. Primary unique device identification (UDI) number. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.